Manufacturer narrative:
.

Event description:
It was reported that the medical professional was having difficulties to interrogate generators when using the tablet. It was reported that successful interrogation required a lot of manipulation of the usb cable. The facility will not return the suspected usb cable to the manufacturer for analysis; therefore, no analysis can be performed.